Manufacturer narrative:
The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead revealed a rise in shock impedances greater than 125 ohms. The decision was made to program the tachy mode off and a revision procedure was to be performed in the near future. On (B)(6) 2011, additional information was received. A revision procredure was performed and it was noted that the distal terminal pin of the rv lead was easily extracted from the header without loosening the setscrew. The lead was rescured and all measurements were normal. The device and lead remain implanted. No additionl adverse patient effects were reported.